Event description:
Event description boston scientific crm received information that this ventricular lead displayed impedance measurements greater than 2500 ohms. The lead also displayed decreased sensing amplitude measurements. During a follow-up three weeks later, lead measurements were noted to return to values similar to those obtained during the implant procedure when a hand was placed over the pacemaker pocket. A connection issue between the lead and the header of the device was suspected. During the revision procedure, the setscrews were determined to be properly tightened and the lead was determined to be functioning appropriately. However, the system was unable to consistently pace the myocardium. A device issue was suspected. The device was explanted and a new device was connected to the existing lead and successfully implanted.